Event description:
It was reported that metal shavings fell from the attachment during a procedure. There were no adverse consequences reported and no treatment was provided to the pt due to this event.

Manufacturer narrative:
The device was not returned to the MFR for investigation. If additional info is received, a f/u report will be filed.